Manufacturer narrative:
Additional information was requested and the following was obtained: what is the lot number involved - jde883. Event date - unknown two loose needles were visually inspected and no anomalies were found. One of the two loose needles was found to have a bent point. It was not determined how the needle point was damaged. Needles passed visual inspection and showed to have correct curvature.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cardiac surgery on an unknown date and suture was used. It was found that the needle was bent before use. There was no adverse consequence to the patient.

Manufacturer narrative:
Additional information was requested and the following was obtained: the complaint reports 1 needle involved. Please explain why a second needle was sent for analysis; was it sent for comparison: the second needle is representative sample.